Manufacturer narrative:
(B)(4). Medical device: batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Did the healthcare professional receive audible & tactile feedback when firing the device? Was a complete transection of the white breakaway washer visually confirmed? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? Can a timeline of events be provided to include the onset of symptoms and any medical or surgical intervention? Was there a leak, a bleed, or both? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. How were the infected hematoma and anastomotic leak treated? Does the surgeon believe an alleged deficiency of the cdh29a device led to the infection? If so, please explain. What is the current status of the patient?

Event description:
It was reported that following a lap anterior resection, there was fresh blood pr post op day two; fresh blood along pelvic drain. The differential diagnosis was infected haematoma and anastomotic leak. Need to investigate the cdh used to rule out source of infection and also stapler. Surgeon didn't find difficulty in firing the device and both donuts are complete.